Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :the complaint states: ¿between (B)(6) 2018 - (B)(6) 2019 at the richmond va field inventory location (fil), bone cement product requiring temperature-controlled storage received with field loaner sets returning from healthcare facilities was returned into inventory and subsequently shipped to service additional cases. The following products have initially been identified to have been handled in this manner: 545031500 gentamicin cement 40g. 545035500 smartset ghv gentamicin 40g. Bone cement product is not to be returned from healthcare facilities to fil. If it is returned it is to be quarantined for destruction not returned to inventory due to the undetermined storage conditions while the product was outside of j&j control.¿ from the complaint description, we can infer that there is no manufacturing related problem with the product. This complaint was escalated through pie-1555802/ pia1565430 and is currently under investigation (see attachment ¿(B)(4) pia-1565430 high level summary.pdf¿. Procedure reference 103280600 rev 3, defines the specification for storage and shipping conditions for bone cement. Since the product was not stored under temperature control environments throughout, product performance could potentially be affected at any point of time. The assignable cause for the product not being quarantined and shipped to service additional cases was identified as procedures being unclear and the staff not understanding the requirement that bone cement cannot be returned into inventory. Dva-107020-fde rev 9 was reviewed, and lines 59, 60 and 63 were identified as being the most relevant, reporting the improper cement characteristics or inadequate handling properties as a result of being out of temperature-control. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment ¿¿(B)(4) extract from dva-107020-fde.pdf¿. Monitoring of complaints relating to the lot numbers associated with this complaint will continue to support the escalation investigation. No information received with this individual complaint indicated that a broader investigation or corrective action at the manufacturing site was necessary depuy synthes considers the investigation closed at this time. Should additional information be received the information will be reviewed, and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bone cement product requiring temperature controlled storage received with field loaner sets returning from healthcare facilities was returned into inventory and subsequently shipped to service additional cases. The following products have initially been identified to have been handled in this manner.